Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure (batch no. B97498) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), discomfort ("increasingly discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal pain ("abdominal pain") and abnormal weight gain ("excessive weight gain"). At the time of the report, the pelvic pain, discomfort, heavy menstrual bleeding, abdominal pain and abnormal weight gain had not resolved. The reporter considered abdominal pain, abnormal weight gain, discomfort, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. The number of expanded coils that appeared trailing into the uterine cavity was l. Batch no b97498, production date 2013-12-02, expiration date 2016-12-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure (batch no. B97498) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), discomfort ("increasingly discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal pain ("abdominal pain") and abnormal weight gain ("excessive weight gain"). At the time of the report, the pelvic pain, discomfort, heavy menstrual bleeding, abdominal pain and abnormal weight gain had not resolved. The reporter considered abdominal pain, abnormal weight gain, discomfort, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. The number of expanded coils that appeared trailing into the uterine cavity was l most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, lot number and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.